Event description:
It was reported that removed a constrained liner, patient was very ill and close to losing limb. Sales rep does not know anymore information on the reason for the revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.